Event description:
In (B)(6) of 2009 I had essure implanted as a safe alternative to surgery. I started having heavy bleeding and pain and in 2011 the dr told me I should have an ablation done. I had that done in (B)(6) of 2012. Pain and light bleeding continued. I have seen another dr in 2015 for the pain. Had an ultrasound sound and nothing was wrong. This is what I was told every time in 2019 dr (B)(6) agreed to take a look inside to see if there was something. She did a laparoscopic look and told us there was nothing wrong that would cause pain. I lost all hope that day and continued to live with pain. I ended up in the ER in (B)(6) of 2021. The did ultrasound and CT scan both they claimed showed nothing and told me to follow up with regular dr. I saw her and she thought I had gi or a hernia. Saw that had a colonoscopy and nothing. She sent me again to a gynecologist where I told her my story of pain and not finding anything every time. She suggested doing a hysterectomy because of the pain and it was costing me and my family quality time together. We scheduled it for (B)(6) 2021. When she went in she saw my left tube swelled and a coil sticking out. She went back and looked at the dr (B)(6) laparoscopic look and she had pictures of it sticking out then but told me and my family that was nothing wrong. I don't know why it went unnoticed in so many tests but the pain from this essure coil was awful please do something to help others experiencing this. FDA safety report ID # (B)(4).